Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that the water was inside the insulin pump and it wont turn. The customer¿s blood glucose level was 10 mmol/l. Customer stated that the insulin pump was exposed to moisture. Customer stated that they see fluid under the lcd. Customer stated that they do not hear fluid while shaking the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.